Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an oncology procedure on (B)(6), 2009 to remove a tumor. Subsequently, patient was revised on (B)(6), 2013 due to a fractured coupler. The fractured fragment was removed from the patient and the femoral coupler was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, the component showed evidence of taper fretting and multiple primary fracture origins. A design change (c001218) is being implemented to improve the fatigue strength of all tapers on the oss stems and segments.

Event description:
It was reported that patient underwent a revision and tumor removal procedure on (B)(6) 2013. During the revision procedure, the coupler being implanted fractured. The surgeon removed the fractured piece and utilized another femoral coupler to complete the procedure.